Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) shuts down after 2 minutes of compressions was confirmed during the functional testing and archive data review. The root cause of the reported complaint was a defective processor board, likely as a result of a defective component. No physical damage observed during visual inspection of the platform. During archive data review, multiples under voltages <18v on 1/2/2021, 12/27/2020 and12/26/2020 were recorded, thus confirming the reported complaint. During initial functional testing, the platform does powers on but then shuts down approximately 2 minutes after, thus confirming the reported complaint. To remedy the reported power issue, the processor board needs to be replaced. Waiting for customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #: (B)(4)) shuts down after 2 minutes of compressions while using it on a manikin. Per reporter, the user tried to resolve the issue by replacing the batteries multiple times, however, the issue persists. No patient involvement.